Manufacturer narrative:
UDI section of is unknown, no product information has been provided to date. Event methods, evaluation, and conclusion codes: updated. One warmer device was recieved for investigation. During visual inspection, the device lcd display was observed to be damaged. The reported issue was confirmed during functional testing when the display failed to function. The issue was traced to the warmer printed circuit board which was determined to be non-functional. No root cause could be identified for the condition of the circuit board. As no manufacturing-related cause was identified, no manufacturing device history record was reviewed. Review of service records determined the device had not recieved service previously. The warmer circuit board was replaced, components were refurbished and preventative maintenance was performed.

Manufacturer narrative:
UDI section of device identification is unknown. No product information has been provided to date. A product sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmers temperature display was not working. Additional information received by smiths medical/ICU on 4-jan-2023 via email: date was updated from unknown to 21-dec-2022, issue was found during testing and there was no patient involvement.